Event description:
It was reported that error 3 occurred during a case. The handpiece was replaced and the case was completed without any pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.